Event description:
The pt's family member called to report that pt woke up at 3:00 am and was not feeling well. Pt was sweating and weak. Pt tested their blood glucose on the suspect device and obtained a result of 191mg/dl. Pt then drank some coke and 911 was called. Upon arrival the emergengy medical technician tested pt's blood glucose on their meter and the level was 38 mg/dl. They gave pt glucose gel and took pt to the ER. Pt received IV fluids in the ER and was released two hours later with a blood glucose of 105 mg/dl. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.